Manufacturer narrative:
Per report, "call from a customer who relies on their nebulizer daily to manage their asthma, especially now as they are feeling unwell and need it more frequently. When attempting to use the device, the customer experienced a problem with the nebulizer cup it broke in several different spots, leaving them unable to receive their medication. This situation understandably caused quite a bit of distress for the customer. Looking to get it replaced as soon as possible due to not being able to purchase the cup separately." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "call from a customer who relies on their nebulizer daily to manage their asthma, especially now as they are feeling unwell and need it more frequently. When attempting to use the device, the customer experienced a problem with the nebulizer cup it broke in several different spots, leaving them unable to receive their medication. This situation understandably caused quite a bit of distress for the customer. Looking to get it replaced as soon as possible due to not being able to purchase the cup separately."